Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose over 1000mg/dl. It was stated that the customer experienced vomiting bile and blood, nauseous, high heart rate, and hypertension. It was that troubleshooting was declined and the father requested a replacement of the insulin pump. It was stated that the customer was treated with insulin drip. No further info was provided.